Event description:
Related report: related report: 2017865-2025-10461. It was reported that the patient presented in clinic due to an inappropriate shock. Upon interrogation, it was found that the ICD exhibited inappropriate shock due to incorrect interpretation of signal. It was also found that the ICD had incorrectly interpreted a vt as svt and had potentially exhibited loss of defibrillation therapy. It was also noted that the left ventricular (lv) lead exhibited low pacing impedance. Programming changes were made. Patient was stable.